Event description:
Baxter received a report from a baxter technician stating the CPR lever was not working to lower the head section; CPR inoperative. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The baxter technician found the components for the CPR were not installed. Contacted the account for the resolution confirmation without response. Per the hillrom service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account three times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.